Manufacturer narrative:
The report that the tubing set leaked at the drip chamber was confirmed based on the customer provided photo. The photo shows a fluid leak at the engagement of a drip chamber and tubing components. As no sample was received for evaluation, no investigation was able to be performed. The root cause was not identified.

Event description:
It was reported that the pharmacy found that the tubing set leaked during priming with (ns) normal saline. There was no patient involvement associated wit this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the pharmacy found that the tubing set leaked during priming with ns. There was no report of patient involvement.